Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, while the device was being fired on the recto-sigmoid, the device was difficult to be removed from patient¿s cavity. The device was fired, turned the knob until it clicked, anvil looked to be separated, but the device could not be pulled out. After rotating the device, it looked as if the tissue had not been completely cut circumferential. Afterwards, the tissue, which was already poor, seemed to tear. The surgeon needed to use another device and when a leak test was positive, he oversewed the staple line to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.